Event description:
Pt received breast implants 8 years ago (ie. 1984). Pt had removal because of scar tissue. Implants were replaced with devices of another MFR. Report deemed reportable after co review of files.